Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced. Fa found error c-34 on start. The unit was placed on an in-house system and was run in normal mode. Per visual inspection, the unit has no significant scratches or dents. The front bezel is in decent condition.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the erbe had c-00 and c-34 errors. Prior to contacting the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer rebooted the erbe, replaced the cords, and replaced the instrument, but the issue persisted. The tse walked the customer through a hard power cycle of the erbe, but the error remained. The customer replaced the grounding pad with no success. The customer did not have a backup generator nor a second vision side cart (vsc). The customer confirmed bipolar energy worked but not monopolar energy, so they would try to continue on as they were already mid procedure. There was no reported injury.